Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified as the device was not returned to the OEM (original equipment manufacturer) for evaluation, a conclusive root cause could not be determined. If the device becomes available at a later date, the investigation will be updated accordingly with the findings of the inspection. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was returned to the service center for evaluation, however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device was not functioning as intended, and exhibited "not recognized issue. "No further details reported regarding the event. No patient involvement reported. No user harm or injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d4, d10, g4, g7, h2,h3, h6, and h10. The device was returned to the OEM (original equipment manufacturer) for evaluation. Evaluation noted that the unit failed for gnd-phase a , gnd-phase b and gnd-phase c with breakout box test. A review of device history records provides no suggestion that the manufacturing process contributed to the proposed reported failure as the device met all final release criteria prior to shipment. This includes passing functional checks as listed in the inspection procedure. Olympus will continue to monitor the field performance of this device.